Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent riks of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Clinician reports that a buccal plate fracture may have occurred during implant placement. He also reports that there a membrane stabilized with a screw in the area. The clinician has been asked for add'l info concerning this event.